Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 preliminary results showed no white blood cells (wbc), no organisms, and cultures were still pending. On (B)(6) 2019 cultures revealed staph epidermis. The patient denied fevers and chills and reported wound healing and redness diminishing. The patient continued clindamycin and stopped bactrim. On (B)(6) 2019 the patient reported leaking at the lumbar incision after it had subsided. On (B)(6) 2019 the patient reported imaging (magnetic resonance imaging (unknown with or without contrast)) revealed fluid at the lumbar site. On (B)(6) 2019 22ml of yellow fluid was aspirated from the site. There was no concern for infection. The patient was receiving dilaudid(2 mg/ml at 0.41701 mg/day) and bupivacaine (30 mg/ml at 6.2552 mg/day). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2019-oct-11 the patient reported leaking from the lumbar incision. On (B)(6) 2019 the patient reported redness and a "hard lump at the lumbar incision site. The patient was advised on (B)(6) 2019 to apply pressure to the site. The clinical diagnosis was lumbar site seroma. No further information was reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on 2020-feb-10. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study indicated that the patient was receiving dilaudid(2 mg/ml at 0.6490 mg/day) and bupivacaine (30 mg/ml at 9.735 mg/day) via an implantable infusion pump. It was reported that the patient was sent to the emergency room due to a possible infection. It was noted that the patient experienced warmth and pain at the pump site with palpation, a fever, leaking from the site that subsided with a pressure dressing, swelling, nausea, vomiting, diarrhea, chills and redness at the pump site. The patient was administered keflex which was later stopped and clindamycin and bactrim were started. The issue was ongoing. No further complications have been reported as a result of this event.